Event description:
The physician accessed the right internal jugular (rij) vein in an obese, female pt. He easily placed wire, cvc catheter advanced easily, then he could not remove the wire. The physician then removed the cvc, attempted to re-dilate and heard the wire snap. When he pulled back the wired back the wire, it had broken off and had to be retrieved in the operating room.

Manufacturer narrative:
(B)(4) - removal of device portion is not labeled. (B)(4) - separation is labeled. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The wire was returned in three pieces. The distal section is approx 31 cm long with a kink over 90 degrees 13 cm from the distal end. Both the distal and proximal weld balls are intact. There is little to no elongation of the coil wire. If the mandrel wire snapped as described in the event description, then the coil wire should appear elongated. It is therefore hard to reconcile the condition of the returned wire with the event description. The kink in the distal section might have been to facilitate shipping. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. As a result of previous complaints and with a goal of improving the product performance steps are being taken to address the issue of separation. We will continue to monitor for similar complaints.